Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, when the pin was inserted, the tip broke off and remained in the bone.

Event description:
It was reported that, when the pin was inserted, the tip broke off and remained in the bone. Additional information was received that, no additional treatment is performed. The damaged fragment is in the patient's body.

Manufacturer narrative:
Correction: h6 health impact code. The reported event could be confirmed since the device was returned and was found to be in condition stated in the event description. A visual inspection confirmed that the device is broken at the threading tip. The fracture was caused by a torsional overload observed by a material deformation at the breakage surface, here indicating signs of ductile fracture. The device is bent at the functional tip side and important circular scratches are observed at the bent portion level, probably due to friction with tools during insertion/removal of the drill guide, drilling and/or reaming steps. Due to the nature of the returned bent and scratched pin, a hardness inspection was not possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique specifies as follows, it is important to check the alignment pin condition after every step of the glenoid preparation. If the guide pin is damaged or bent, a new guide pin should be inserted. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an overstress applied on the device during use. If more information is provided, the case will be reassessed.